Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the user error in this complaint.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from the (B)(6) of a break in aseptic technique, fever, vomiting and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced a break in aseptic technique and on (B)(6) 2011, the patient experienced fever, vomiting and peritonitis, manifested by cloudy effluent and abdominal pain. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The patient was treated with azithromycin 500mg and ceftazidine 1g intravenously (IV). At the time of this report, the patient remained hospitalized and the peritonitis was resolving. The outcome for the break in aseptic technique was considered resolved in 2011, as the patient was retrained in aseptic technique. The outcome for fever and vomiting was not reported. The root cause of the peritonitis was a break in aseptic technique. Dianeal remained ongoing. The physician believed the event of peritonitis was not related to dianeal pd2 unknown bag therapy; however did not provide an assessment of causality for a break in aseptic technique, fever and vomiting.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error-poor aseptic technique.